Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implant "went off" on them and they "got screwed up" trying to restart the implant. Pt said when therapy was off they were trying to get sleep but couldn't and they had been "jumping around a little bit". Agent did not ask about the circumstances that led to the reported issue. Patient services assisted patient in checking therapy with patient programmer. Patient programmer showed on and okay. The troubleshooting steps that were taken on the call resolved the issue. Pt confirmed they were no longer experiencing symptoms and they felt fine and had just called to make sure they had turned therapy back on the right way.